Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was attempted, but also resulted in a needle-to-cuff miss. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch manufacturer report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Analysis of the returned device found the link was cut. Because the link was cut, a possible failure to harvest the suture from the device might have been occurred which could appear very similar to the reported cuff miss/suture retrieval issue. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.